Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with a 800cc mentor memorygel breast implant and experienced postoperative left-sided rupture and capsular contracture (grade unknown) . Mammogram performed in (B)(6) 2020 indicated the rupture. The diagnosis was confirmed by the patient¿s surgeon. As a result, the patient underwent unilateral removal and replacement with a 800cc mentor memorygel breast implant (catalog #: 3508001bc, left serial #: (B)(4)) on (B)(6) 2020. The surgeon noted that the device had pinholes, but no gross rupture.